Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the physician noted that there were no known product performance issues related to the patient tachy lead. It was noted that there is no information to suggest that the patient received high voltage therapy forty times or that any inappropriate therapy was received. The physician noted that there is no evidence of any infection. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that leads are infection. The patient further reported that the implantable cardiac defibrillator (ICD) is too large for the patient's device pocket, that the leads are "filled with bacteria". The patient reported concern that the leads were not replaced when the previous device was replaced. The patient reported worrying about leads breaking and getting shocked as has been "shocked forty times". Per the patient, labs were drawn and noted only infection where leads are. The device and leads remain in use. No further patient complications have been reported as a result of this event.